Event description:
It was reported that the wake button was unresponsive. Additionally, it was reported that the pump shut off unexpectedly. There was no adverse impact to the customers blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.